Event description:
The consumer reported that the patient was implanted on (B)(6) 2016 and on (B)(6) 2016 they experienced a loss or change of therapy. The patient felt symptoms of urgency and felt throbbing at the implant site. The patient was able to communicate with the programmer and confirmed the implantable neurostimulator (ins) was on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.